Event description:
It was reported that this pacemaker had its minute ventilation sensor disabled due to its signal artifact monitor (sam) detecting electromagnetic interference (emi). Technical services (ts) was consulted and discussed device programmed settings and stored episodes. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had its minute ventilation sensor disabled due to its signal artifact monitor (sam) detecting electromagnetic interference (emi). Technical services (ts) was consulted and discussed device programmed settings and stored episodes. This pacemaker remains in service. No adverse patient effects were reported.